Manufacturer narrative:
The customer's reported complaint of the autopulse platform (sn (B)(6)) displayed "system error, out of service, revert to manual CPR" error message" was confirmed during the functional testing and based on the archive data review. The root cause for the system error was due to the defective processor board, as a result of the normal wear and tear of the platform. The autopulse platform is a reusable device and was manufactured in february 2016 and is almost 6 years old, beyond the expected service life of 5 years. Visual inspection of the returned platform was performed, and no physical damage was observed. The autopulse platform failed initial functional testing due to the "system error, out of service, revert to manual CPR" error message displayed upon powering up the device. Therefore, the reported complaint was confirmed. The defective processor board (pca) needs to be replaced to remedy the fault. The archive data review showed the occurrence of system error - user advisory (ua) 132 (internal watchdog timeout) on the customer's reported event date, thus confirming the reported complaint. Also, the archive data showed the presence of the fault code 46 (software error) as a result of the damaged processor board. Waiting for customer's approval for service repair. Historical complaints were reviewed for service information related to the reported complaint, and there was no similar complaint reported for autopulse with serial number (B)(6).

Manufacturer narrative:
Zoll has not received the product for investigation. A follow-up report will be submitted when the product is returned and investigation has been completed.

Event description:
When the crew placed the patient in cardiac arrest on the autopulse platform (sn (B)(4)) for resuscitation, the autopulse platform displayed a "system error, out of service, revert to manual CPR" error message. The user replaced the lifeband and placed the different battery to troubleshoot, however, the issue was not resolved. Immediately the crew reverted to manual CPR. No consequences or impact to patient.